Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the peritonitis event. The cause of the peritonitis was not reported. Treatment for the event was not reported. It was reported that the patient was hospitalized for one week. The action taken with dianeal therapy was not reported. The patient outcome was not reported. No additional information is available.